Event description:
Multiple events (-10). Item number (01) 00382903686568, lot 7131773, expiration: 05/31/2019; lot 7170587, expiration: 06/30/2019. Butterfly blood collection set, packaged and sealed, is missing the venipuncture needle. Product discarded, not used on pt.